Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the latch was inspected and found intact and operating as intended. The latch attached to 3/8¿ tubing and remained secured around the tubing. No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow sensor latch was broken. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The field service representative (fsr) sent the customer a replacement flow sensor.